Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt was trained on the infusion device system on (B)(6) 2011. A health care professional provided additional training on (B)(6) 2011, and pt presented the ability to handle the system properly. As the days passed, pt did not send blood glucose history that was required for analysis and possible adjustments to insulin delivery. Pt was advised that blood glucose history must be sent to the health care professional every 3 days. Pt did not comply, and no changes were made to the insulin delivery amounts. On (B)(6) 2011, pt was found to be unconscious and confused by her sister and was transported to the hospital and admitted to the intensive care unit. Pt was diagnosed with severe hypoglycemia. Her physician was informed on the pre-established dosage of 38.5 units of insulin and agreed with the calculations. Hospital physician reported pt may have neurological complications as blood glucose registered 20 mg/dl at 3:00 p.m. And pt was not rescued from her home until 9:00 a.m. Pt remained under clinical observation, and her status was improving and blood glucose had elevated to 150 mg/dl. It was reported that pt would be transferred to a neurological center for clinical evaluation but was no longer at risk of life, and hospital physician then reported pt does not have any neurological complications. Infusion device was requested for eval. No additional info was provided.